Event description:
The user facility reported the drain hose connected to the vision 1327 cart washer had separated, causing the washer floor pit to fill with water. The separation was not noticed until water began to flow down the walls and into the floor located directly below the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and identified that the drain connection had been reconnected by the facility's engineering department. The vision 1327 was installed in february of 2014 and is currently under steris warranty. A review of the installation checklist for this unit confirms that the unit's drain lines were positioned so the water drained without splashing or leaks. The steris technician's inspection determined that the pipe connection between the washer and facility floor drain had become misaligned after installation due to vibrations from the machine's operation. The technician reconnected the drain connection, ensured the connection was properly secured and returned the unit to service. No further issues have been reported.